Event description:
Primary IV line came apart on the distal end after being hooked up to the patient. Bd alaris 3 smartsite y-sites. Lot: 24109413, expiration date: 10/30/2027. Patient IV was bleeding out of the broken line, IV was still intact and working fine, broken line was running ivig and d5 onto the patient's chair. One 5gm 50ml bottle ivig wasted because of the line breaking.